Manufacturer narrative:
Article citation: hsien-li peng, peter md; peng, jui-hui delayed paleness after hyaluronic acid filler injection: a warning sign of vascular compromise, dermatologic surgery: april 2018 - volume 44 - issue 4 - p 590-592 doi: 10.1097/dss.0000000000001284. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Article entitled "delayed paleness after hyaluronic acid filler injection: a warning sign of vascular compromise" reported: a patient was injected with 0.7ml juvéderm voluma with lidocaine above bridge of nose to improve the flat back of the nose. Treatment was reported to have gone smoothly with no complications. There was no evidence of severe pain or blanching during treatment, and no persistent aching or reticular erythema after injection. After further review, a paled area on the nasal bridge was noticed 30 minutes post injection. Four days later, patient presented with signs of vascular embolism and impending necrosis. One day later, patient was treated with hyperbaric oxygen therapy over the next four days. Oral antibiotics were prescribed. Five weeks later, the local necrosis healed and atrophy and hypertrophic scars appeared on the nose. Scars showed satisfactory improvement at 5 months after injection, after one dye laser treatment and 3 fractional co2 laser treatments.